Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient was taken to the emergency room (ER) with hypoglycemia that dropped to 20 mg/dl. The patient also had a skin infection. The patient was found on the street passed out with foam coming out of their mouth by a neighbor. For treatment, patient was not aware of what happened. The pod was worn between 24 and 36 hours on the arm. The patient stated they got a correction bolus for 64 units of insulin. The patient was discharged after 9 hours. The pod was discarded.